Manufacturer narrative:
D11 additional information) lot/serial number of concomitant product 9735787 is: (B)(6). H3) the uninterruptible power supply (ups) was returned to medtronic for analysis. Analysis revealed that the reported issue could not be confirmed. The component was bench tested and all outputs measured normal voltage and the power switch functioned, as intended. No failures were found. The software logs were also returned. Analysis was not completed at the time of filing. H6) fdm 10, fdr 213, fdc 67 are applicable to the returned ups analysis. Fdm 4118, fdr 3233, fdc 11 are applicable to the returned software logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735787, serial/lot #: unknown. A medtronic representative went to the site to perform a system checkout. The issue was confirmed and the ups was replaced. The system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was downloading scans to the system and then left the system alone for a minute. When the equipment technician got back, the main cart had shut down and the camera cart was saying it was disconnected. The technician tried to turn the main cart back on, but the camera cart did not reconnect. The technician then disconnected the system, and unplugged the system from the wall for over an hour. The technician then plugged everything back up and the system seemed to be working fine again. There was no patient involvement. The system was plugged into a known functional electrical outlet when this occurred. Additional information was provided by the manufacturer representative stating that the issue occurred when the system was powered on and the main cart shut itself off. When they attempted to power the unit back up, the system showed a grub menu before the system booted up. The system on its own continued to the normal login screen. After, the system was powered on and connected. They powered the system down and the camera cart remained on for an hour after the main cart shut down. Due to this behavior it is suspected that the issue is due to failure of the main cart uninterrupted power supply (ups).

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.